Event description:
It was reported that the ventilator shut off while connected to a pt. Reset was displayed. It is unknown if the ventilator alarmed when the reported problem occurred. No pt harm reported.

Manufacturer narrative:
Na